Event description:
(B)(4) study. It was reported that the patient experienced atypical chest pain. In (B)(6) 2013, the patient presented with unstable angina (braunwald classification: iiib) and was referred for cardiac catheterization. The 70% stenosed, 15 x 2.5mm target lesion was located in the proximal right coronary artery (rca). The target lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on dual antiplatelet therapy. Two days later, the patient developed atypical chest pain. No action was taken in response to the event.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).